Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 years and 2 months post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 february 2023: lot 1811465: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.